Event description:
It was reported that there was a burn smell coming out from or near the unit. There was also an error code 188 that was present. There was no patient involved.

Manufacturer narrative:
The console was not returned for analysis; however, the console was serviced at the customers site by a field service engineer. The fse confirmed the reported event of device displays error message and smoking. The fse inspected the unit onsite and removed covers. Upon further inspection of the cooling system, it was noticed the 15a fuse or fuse holder was faulty. The 15a fuse or fuse holder was replaced. The high-voltage (hv) card cabinet and harness has no faults. The coolant to was refilled within specifications. The alignment was ensured on all channels for centration and mode or both and no adjustments were needed. The 15a fuse or fuse holder system resumed normal operation after replacement. Customer solution was provided with the described issues. All checklist activities were completed with no observed issues, and the product meets boston scientific's (bsc) specifications and is ready for clinical use. The malfunction found could have affected the device performance leading to the event experienced by the customer. Since an expected or random component failure was identified without any design or manufacturing issue, the investigation conclusion code selected for this complaint is cause traced to component failure.

Event description:
It was reported that there was a burn smell coming out from or near the unit. There was also an error code 188 that was present. There was no patient involved.